Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the graphical user interface (gui) on a 980 ventilator went blank. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found diagnostic codes relevant to the reported incident recorded in the ventilator's memory logs. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and reloaded software. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. No errors were found in the ventilator diagnostic logs. A visual inspection found no notable conditions. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated.